Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lead exhibited rising and high thresholds, and rising and high and impedances. The rv lead was capped and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.